Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed no output. Further testing revealed the no output condition was the result of lifted hybrid bond wires.

Event description:
The device was replaced due to the field advisory for this model and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event.